Event description:
Treatment of an avm. It was reported the catheter ruptured at approximately 10-15 cm from the distal tip during onyx injection. The injection was immediately stopped and the case was ended. No pt injury reported. Same event as MDR# 2029214-2011-00358.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).